Manufacturer narrative:
Concomitant medical products: tibial insert (cat# 02-012-35-3511); tibial tray (cat# 02-12-45-3525); patella (cat# 200-02-35). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported by the exactech knee replacement study, approximately six years post tka female patient (B)(6), patient experienced aseptic femoral loosening. Patient experienced increasing pain and laxity, at revision was performed for femoral component loose at implant cement interface. Wear of poly on posterior post. The event is possibly related to the device and to the procedure.

Manufacturer narrative:
After further review of additional information received the following sections d4, d10, g3, g6, h2 and h4 have been updated accordingly. Section d10; concomitant medical products tibial insert (cat# 02-012-35-3511 / serial# (B)(6)) tibial tray (cat# 02-12-45-3525 / serial# (B)(6)) patella (cat# 200-02-35 / serial# (B)(6)) additional information, including the product investigation, will be submitted within 30 days of receipt

Manufacturer narrative:
Section h10: (h3) the revision reported in was likely the result of both patient conditions and an insufficient bond between the femoral component and the bone, which led to aseptic(non-infected) femoral loosening. However, this cannot be confirmed as the devices were not available for evaluation and pre-revision x-rays were not able to be obtained.